Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient not showing at the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, patient was not showing at the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation and other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the patient was not showing at the station. A technical support specialist (tss) dialed into the server and logged into station. They searched the mrn and found that the patient was currently admitted. The tss verified with the patient unit that the devices and area were connected correctly. A patient cast query was run, confirming that the visit ID was still admitted. The tss then dialed into the station and searched for the patient visit ID using the facility search, successfully locating the patient. The customer confirmed that the patient was currently showing. The system functioned as intended after the technical support specialist troubleshot the device.